Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. While the unit was docked onto a known good docking station and powered on, the unit reset immediately. The unit would not respond to the on/off button. The service technician undocked the unit, and the unit would not turn off and would constantly reset until the internal battery was drained. Visual inspection revealed a split/tear on a connector on the main flex circuit causing the unit to reset. Carefusion replaced the main flex circuit to address the reported issue.

Event description:
It was reported to carefusion when turned on, the ventilator begins flashing and all the lights are alarming, and ventilator does not operate. While in service, the unit was continuously resetting.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.